Event description:
It was reported that a patient experienced high blood glucose and had been announcing meals as correction entries, which can maladapt the device algorithm. Symptoms included hyperglycemia. Outcomes included no alarms and no need for emergency care or hospitalization. Investigation included troubleshooting and patient education regarding correct use of meal announcements and avoidance of using meals as corrections. Investigation of this case revealed user technique contributing to unexpected glucose control, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error.